Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, there was an output short on both ablate and coag modes. The device was forwarded to the manufacturer for further investigation into the observed failures. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The device failed the hipot test at this damaged section. When activated on ablate mode the device caused the generator to display and ¿output shorted¿ message. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return.electrodes which exhibit a similar defect have been further investigated through CAPA's. Both of these capas are now closed. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the customer's vapr s90 electrode never works. The distal extremity is intact, the coagulation function works. No clinical or patient consequences. The surgeon used another device to complete the procedure. During the investigation, it was discovered that the coagulation button did not function properly.